Event description:
The customer contact reported the device touchscreen will not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During the touchscreen test the device touchscreen would not calibrate. The touchscreen was cleaned and recalibrated. This was due to the device touchscreen assembly. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.